Event description:
This lead was explanted and replaced due to high thresholds. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal segment was received for analysis. The inspection revealed several intra-operative damages i.e. The lead body was found severely elongated and the insulation was found ruptured. Strong pulling forces applied during the explant procedure should be taken into consideration. Further insulation damages were noted, which resulted from laser extraction. With regard to the high threshold values mentioned in the complaint description, the analysis of the received lead segment did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.